Manufacturer narrative:
Fyi - sterilization process review is pending from the manufacturing site(pr). In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR. Report#3006705815-2017-01519. It was reported the patient experienced weakness and subsequently presented to the ER on (B)(6) 2017. Reportedly, the trial leads were explanted (date unknown) due to the patient required an MRI. In turn, the patient was hospitalized due to a c differential bacteria infection. The physician suspects the issue was caused by postoperative antibiotics.

Event description:
Device 2 of 2. Reference MFR report #3006705815-2018-01519. Follow-up identified the issue resolved.